Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a problem with his quickset and only had two more left and wanted them changed. He said that he changed one the night prior before he went to bed and when he woke up during the middle of the night, he said that he received a no delivery alarm. The customer said that his blood glucose was high, he changed his set and noticed that the cannula was bent. His blood glucose was 423 mg/dl. During troubleshooting for bent cannula, the customer said that the cannula had been inserted for only 1 day by the time it was bent. The insulin pump and the infusion set will not be returning.